Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels that ranged from less than 54 mg/dl to ¿high¿ (specific bg value was not provided). Tandem technical support performed a log review of the pump and confirmed the pump functioned as intended; therefore the cause of the fluctuating bg values was unknown. Customer consumed carbohydrates and delivered a correction bolus to address fluctuating bg¿s. A replacement pump was sent to the customer for customer satisfaction and customer continued to use pump for insulin therapy.